Event description:
The doctor reported the implant was removed due to failure to osseointegrate approximately 1 year and 7 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The doctor reported local infection was observed during the implant removal surgery. Bone augmentation material was not used on implant placement surgery. The patient has since recovered.

Manufacturer narrative:
Please see attached summary memo.